Event description:
This patient had twiddler's syndrome and the lv lead pulled all the way back into the pocket. The patient received inappropriate shocks related to the twiddler's syndrome. Therefore, the physician chose to replace this device.